Event description:
It was reported that water could not be poured during pretest of foley catheter. Per notification from investigator on 26sep2024, asymmetrical balloon was found during evaluation.

Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Four photos were received for evaluation. The first photo showcases the two-way catheter and syringe. The second photo zooms into the sample port connector and funnel. The third photo zooms into the deflated balloon. The last photo shows the catheter cap with the printed lot number. Received 1 all-silicone foley catheter with sample port connector and syringe. Visually inspected catheter, no physical damage present. Inflated balloon with 10ml of methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) with returned syringe; it inflated properly; however, it was observed asymmetrical balloon (about 90:10). Deflated balloon with returned syringe, balloon deflated passively in under 5 minutes: 3 minutes and 26 seconds. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A labeling review is not required. Correction: d this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water could not be poured during pretest of foley catheter.